Event description:
It was reported that the 2600 system would not boot, past the blocks on control panel, or power up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the technique processor board, eeprom and floppy disk. The system was tested and found to be working as intended and placed back into service.